Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a lighttrail reusable 600um laser fiber was used in a ureteroscopy procedure in the prostate performed on (B)(6) 2019. Reportedly, the laser unit used was a auriga xl console with laser settings of 2200 millijoules and 18 hertz. According to the complainant, during the procedure, the laser fiber was broken in half. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another lighttrail reusable 600um laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event.